Event description:
Asr revision recommended - left hip.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 12 mg/dl (advantage) and 120 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. Reference medwatch report with (B)(6) the advantage system.